Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was connected during a lobectomy procedure, the surgeon approached the vessel and pushed the green button and tried to fire but could not fire the device. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.